Manufacturer narrative:
The investigation determined that a higher than expected non-vitros quality control result and lower than expected patient sample results were obtained when tested using vitros vanc lot 2514-37-7530 on a vitros 4600 chemistry system. The most likely assignable cause of the higher than expected non-vitros (biorad) quality control result is unknown, however, a sample related issue cannot be ruled out. The l3 result was also acceptable which was run concurrently with the higher than expected l1 result. The l1 control was retested 8 minutes later using the same reagent pack and the result was acceptable. This would indicate the vitros vanc reagent pack in use did not contribute to the event, however, a transient vitros 4600 system issue cannot be completely ruled out. The assignable cause of the lower than expected patient sample results was a reagent pack related issue. The affected results were isolated to a single reagent pack. The issue with the affected reagent pack is unknown, as the pack was discarded by the customer and no further investigation was possible. Except for the affected reagent pack, there was no indication that vitros vanc reagent lot 2514-37-7530 was not performing as intended, based on historical quality control results. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros vanc reagent lot 2514-37-7530 there is no indication the vitros 4600 system malfunctioned. A vitros gentamicin (gent) within-run precision test generated results within acceptable guidelines, which indicates the vitros 4600 system was performing as intended and suggests an instrument related issue did not likely contribute to the event.

Event description:
A customer obtained a higher than expected non-vitros quality control result and lower than expected patient sample results when tested using vitros vanc lot 2514-37-7530 on a vitros 4600 chemistry system. Non-vitros biorad l1 result of 16.84 ug/ml vs. The expected result of 5.80 ug/ml. Patient sample 1 vitros vanc result of 6.20 ug/ml vs. The expected result of 18.08 ug/ml. Patient sample 2 vitros vanc result of 5.07 ug/ml vs. The expected result of 16.88 ug/ml. Patient sample 3 vitros vanc result of 8.13 ug/ml vs. The expected result of 22.14 ug/ml. Patient sample 4 vitros vanc result of 6.18 ug/ml vs. The expected result of 19.05 ug/ml. Patient sample 5 vitros vanc result of 7.25 ug/ml vs. The expected result of 19.25 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The vitros vanc results for the lower than expected patient samples were reported outside of the laboratory. The customer did not issue corrected reports for the patient but stated there were no reported allegations of harm associated with this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). (B)(4).